Event description:
The pt previously underwent two series of synvisc injections in both knees approximately two and half years ago without any adverse reaction. In 2003, pt received the first injection of the current synvisc series in both knees. Pt experienced extreme injection pain in the right knee which continued to cause pain and pt had to walk with a cane. No swelling or redness occurred. The left knee was without symptoms. A week later, the pt returned for the second injection, however, due to the increased right knee pain pt is experiencing, the next two synvisc injections will not be given. The physician administered an intra-articular cortisone injection in the knee. The left knee was untreated. At time of this report, the pt stated that the right knee pain is improving but pt still uses a cane to walk. The pt is scheduled for a follow-up visit in jan. 2004.